Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse reported via phone call of high blood glucose reading and no delivery alarms from the insulin pump. The customer's blood glucose reading was 440 mg/dl. The customer stated that the pump alarmed at 4:40 and insulin was not being delivered. The customer stated that there was a no delivery alarm from the pump. The customer was advised to change the infusion set. The customer was assisted with clearing the alarm. The customer was advised to call back when needed.